Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. There were no reports of a patient being harmed as a result of this malfunction. Three attempts have been made requesting additional information as follows: first attempt made during the original case on 02/25/2014; 2nd attempt made on 02/27/2014-left message; voicemail indicated contact out of office; 3rd attempt message left on 03/05/2014 respectively. To date, no return calls from clinician after 3 attempts, unable to obtain further information. No additional patient/event details have been provided to date. A return sample for evaluation is not expected. Should additional information becomes available, a follow-up report will be submitted. The lot number was not provided. Therefore, we are unable to determine the specific manufacturing site. A return sample for evaluation is not expected.

Event description:
Territory manager received information from the facility's wound ostomy and continence nurse (wocn) who reported that an rn at the facility was inserting an fms control device and believes that the patient tightened sphincter during the procedure causing the balloon to tighten contributing to the malfunction of the valve on the inflation port. It is reported that patient was on a ventilator during the procedure.